Event description:
The hospital reported that during the saphenous vein harvesting procedure, the c-ring on the uniport plus detached from the tubing while inside the pt's leg. An extra incision was needed to retrieve the c-ring. In addition, the leg was x-rayed to ensure no additional pieces had been left inside. The hospital did not report any additional pt complications.